Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for overfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that overfill occurred with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "material no.: 363083. Batch/lot: 8345993. It was reported that the tube is overfilling; "definitely filling more than 10% above the line". Customer text: the tube is definitely filling more the 10% above the fill line. They have set aside the lot # and will wait for instructions to send to bd. Blue top tubes lot # 8345993 (exp 8.31.19) are overfilling - to the top - very easy to see overfill."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "material no.: 363083. Batch/lot: 8345993. It was reported that the tube is overfilling; "definitely filling more than 10% above the line". Customer text: the tube is definitely filling more the 10% above the fill line. They have set aside the lot # and will wait for instructions to send to bd. Blue top tubes lot # 8345993, (exp 8.31.19) are overfilling - to the top - very easy to see overfill."